Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized due to chest pain. There was no loss of pacing or inhibition of pacing seen. The patient underwent a revision procedure as this lead had perforated the vessel. The lead was successfully repositioned and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.